Event description:
A us distributor reported that a monitor displayed a service code 204 (belt/monitor unusable) and the monitor's screen was blank/black.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the monitor was unable to power on or boot past the second white splash screen. The cause of the failure was isolated to the u604 component on the computer/analog pca being contaminated. Upon further investigation, the sd card was also contaminated, causing the service code 104 (sd card fault). The root cause for the contaminated u604 was an ingress of an unknown contaminant. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.